Manufacturer narrative:
Mindray service reps replaced the absorber hose and performed all functional and safety tests.

Event description:
Customer reported the as3000 was leaking from the absorber hose. No pt injury was reported.